Event description:
Customer reported that he has hospitalized for high blood glucose. Customer stated that dehydration was the cause of high blood glucose levels and spends the entire day outdoors prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time.